Event description:
It was reported by the surgeon that the vns patient had undergone a generator revision because the generator had previously indicated high impedance. Troubleshooting had been performed during surgery for lead pin reinsertion and tightening of the setscrew. A manufacturer representative was previously informed that the surgery was only for battery replacement, however the surgeon's office indicated that the surgery was due to correct the high impedance. Last known diagnostics were taken on (B)(6) 2011. An implant card was later received indicating only the vns generator had been replaced with the reason for replacement noted as "vns malfunction (unclear)" and "lead discontinuity." The explanted generator has been returned and is currently undergoing analysis. Attempts for additional information have been unsuccessful to date. No adverse events have been reported.

Event description:
Additional information was received regarding the patient. The high impedance was first observed (B)(6) 2012. There was no report manipulation or trauma that could have contributed to the high impedance. The increase in seizure began (B)(6) 2011 and (B)(6) 2012. There is no clear relationship of the increase in seizure to vns. The increase in seizures was occurring while the impedance was still within normal limits. The increase in seizures was below baseline. Seizure improved with increase of onfi (medication management). There were no causal or contributory programming or medication changed that preceded the onset of the seizures. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution.

Event description:
Analysis of the generator has been completed. The generator performed to specifications and no anomalies were found. Follow-up with the physician's office found that the high impedance was first found on (B)(6) 2012 and indicated the lead impedance was greater than 10,000 ohms. Last good diagnostics were reportedly taken on (B)(6) 2012, however no specifics were provided. No trauma or manipulation was reported. X-rays were taken on (B)(6) 2012, that reportedly showed no issues. The x-rays will not be sent to the manufacturer for review. The patient was reported as experiencing an increase in seizures due to the high impedance. The relationship of the increased seizure frequency to the pre-vns baseline is unknown.

Manufacturer narrative:
Date of event, corrected data: additional information received indicates the event date is earlier than previously reported.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator or lead prior to distribution.